Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the distal segment of the left ventricular lead was pierced by the guidewire. The lead was not used and was replaced during procedure. The patient was recovering post-procedure.

Event description:
New information received notes that the patient was stable.

Manufacturer narrative:
The reported event of the guidewire passed through the electrode and pierced the distal segment was confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead found the insulation was perforated/damaged by the guidewire and the inner coil was offset/damaged at the s-curve region. Electrical testing was normal with no anomalies found. The cause of the reported event was due to the damage that occurred at the time of procedure.